Manufacturer narrative:
The investigation into the reported aic purge issue other has been completed since the original report was filed. The device was returned for analysis. Console logs from the reported day of event are mostly consistent with complaint and show multiple purge related error messages. During troubleshooting of the device it¿s been determined that purge motor shaft was immobilized due to contamination of the motor shaft gasket, caused by prior purge fluid leak. The cause of the aic issue was contamination.

Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a purge issue against this aic (automated impella controller) console device. Discussion was had with the investigating engineer who found, after reviewing available data logs, this was likely a situation where the console failed to recognize a purge disc. A new aic was used. There was no patient impact reported.